Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specs.

Event description:
The customer reported having unexplained high glucose of 351 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the customer is visually impaired and could not check for air in the tubing. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and to revert to back up plan. No further info was provided.